Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on device evaluation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (component code, device code, type of investigation) and h11 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-06851 for details of the other event. The device was returned to edwards lifesciences for evaluation. Evaluation of the returned 14fr esheath+ device revealed there was a liner tear, a liner strand, and a distal tip tear. The investigation is still ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, the delivery system with valve was unable to be advanced through the 14fr esheath+. It was observed that the valve had come out of the side of the esheath+. The valve was unable to be pulled back into the esheath+. Additionally, the valve could not be pushed forward. As a result, the system was surgically removed. The patient was noted to be stable post procedure. It was believed that tortuosity was the cause of the event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned esheath+ device revealed the distal tip was torn radially along the distal edge of the liner. There was a liner strand approximately 3.5 cm in length and a liner tear approximately 7 cm from the strain relief to the distal tip. Dimensional testing was also performed. As the flex tip of a delivery system is the largest component that enters from the sheath, the outer diameter was measured. The measurement was found to be within the specification. The liner thickness was measured along the liner tear and liner strand. All measurements were found to be within the specification. There was imagery provided for evaluation. A review of the provided imagery revealed a crimped valve that was noted to be outside of the sheath shaft profile in the patient. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and revealed no other events relating to the reported event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the sheath usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to advance the delivery system with valve through the esheath+, the esheath+ liner puncture, the esheath+ liner strand and the esheath+ distal tip tear that resulted in the system being surgically removed were confirmed per evaluation of the returned device and provided imagery. As reported, during the transcatheter aortic valve replacement (tavr) procedure, the delivery system with valve was unable to be advanced through the 14fr esheath+. It was observed that the valve had come out of the side of the esheath+. The valve was unable to be pulled back into the esheath+. Additionally, the valve could not be pushed forward. As a result, the system was surgically removed. It was believed that tortuosity was the cause of the event. In regard to the inability to advance the delivery system with valve through the esheath+, the esheath+ liner puncture and esheath+ liner strand, an existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. As reported, the patient's access vessel had "severe" tortuosity. It is possible that additional device manipulation to overcome the resistance may have been applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath high-density polyethylene (hdpe), liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (such as kinks, scratches, and tip damage) if compounded with vessel calcification and/or tortuosity. As such, the available information suggests that patient factors (tortuosity) may have contributed to the resistance, while patient factors (tortuosity) and/or procedural factors (device manipulation) may have contributed to the liner puncture and liner strand. In regard to the esheath+ distal tip tear, no manufacturing nonconformance was identified during evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per evaluation of the returned device, the esheath+ distal tip was observed to be torn radially along the distal edge of the liner. Since it was noted during the procedure that the valve could not be moved forward or backward, the valve did not reach the distal tip area to be advanced through the distal tip. It was also reported that the system was surgically removed. Although a definitive root cause was unable to be determined at this time, it is possible that the distal tip had interacted with other devices during removal, leading to the distal tip tear. It is also possible that device manipulation during device removal could have caused or contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.